Manufacturer narrative:
The reported failure of the internal battery and machine flow sensor are accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. A philips remote service engineer (rse) evaluated the device's error log. The philips rse that two error codes, internal battery not detected and pressure sensor mismatch, were observed on the device's error log. The philips rse informed the customer to check for airpath contamination to address the pressure sensor mismatch error code and recommended the machine flow sensor. The philips rse recommended replacing the internal battery to address the internal battery not detected error code that was found on this device. In conclusion, the device's internal battery and machine flow sensor needs replacing to address the issue.